Manufacturer narrative:
The product was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the cfb (coherent fiber bundle) fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cfb (coherent fiber bundle). In addition, we the technician confirmed that the insertion flexible tube fluid damage, the segment fluid damage, the ocular fluid damage, the light guide cable fluid damage, the light guide cable coating damage, the lg prong broken, the insertion flexible tube crushed, the segment crushed, and the light guide cable leak; however, they these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report (B)(4) and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).